Event description:
It was reported that a dye study was performed on the day of report because the patient had a change in therapy effect. It was not known when the inadequate therapy relief began. It was determined that the catheter was kinked or split. The catheter was scheduled to be revised on (B)(6) 2015. It was later reported that the confirmation of the catheter kink or split was unable to be determined because it could not be clearly detected. The healthcare provider was unable to aspirate, the dye study was not possible. The pump was used to infuse compounded baclofen and morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).